Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. The customer's colleague provided assistance by contacting an ambulance; however, no treatment was provided. The customer was unable to provide additional information regarding how the low bg was addressed. Reportedly, the customer experienced dizziness due to the low bg. The customer continued to use the pump for insulin therapy.